Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2020-06-12 ared update x2, e1 (for, dist): additional information was received from a foreign distributor. It was reported that although the surface had been discolored, the pump was found to be wrapped in one layer of skin when the tissue was opened in surgery, and it was judged that there was no problem in the subcutaneous tissue including infection. It was noted that it had been more than a half year since the first implantation surgery, and it was unknown if the surgical procedure was completely unrelated to the cause of the pump protruding. Additionally, it was noted that the pump had a tendency to protrude from such a flow. It was further clarified that the protrusion of the pump could not be seen visually, and when the surgery was actually performed, it was found that the pump had been placed subcutaneously with one layer of skin. The cause of this state was unknown as the patient was implanted at a different facility had not continued following up [with that facility]. No further information regarding factors and circumstances contributing to the issue was available. The pump would be discarded ¿by inserting a nail¿. It was further reported that the patient did not know what kind of condition they had until they visited the hospital for examination on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare professional (hcp) via a distributor regarding a patient receiving g abalon (unknown concentration) at 245 mcg/day via an implantable pump for spastic cerebral palsy. It was reported that ¿the condition around the pump was strange¿. Infection was suspected at first, but upon actual examination at the hospital on the morning of (B)(6) 2020, it was found that the pump was slightly protruded. It was found that the access port of the pump began to protrude and had been discolored. It seemed that there was no infection. A plan was made to replace the pump under the fascia. It was decided to replace the pump after the patient entered the operating room at 13:30. Pump replacement was performed, and the old pump was found to be placed subcutaneously with one layer of skin. It was further reported that after the pump was placed subfascially and closure of the wound was performed. The operation was safely completed after 16:00. The outcome was ¿remission¿ on (B)(6) 2020. The treatment was intended to continue because intrathecal gabalon worked well. It was confirmed that there was no causal relationship with intrathecal gabalon. The causality was not related to the drug, catheter, pump, or programmer. It was unknown if the causality was related to the surgical procedure. The classification of severity was ¿3 (serious)¿.